Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Video review: on (B)(6) 2023, a review of the customer's provided video was performed by an intuitive surgical, inc. Failure analysis engineer. Per the video review, the customer attempted to activate the sealing function and little or no tissue effect was noted. The instrument was installed on universal surgical manipulator 4 (usm). The customer attempted to use the second vse and still, little tissue effect was noted. The vessel sealer extend was installed on a different usm but the issue persisted.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, surgeon was not able to coagulate vessels although he was able to cut with the vessel sealer on universal surgical manipulator (usm)4. Prior to contacting intuitive surgical (is) technical support engineer (tse), the customer tested a second vessel sealer on usm4 and usm2 and same issue occurred. However, with the vessel sealer installed on usm2, the coagulation was working and sealing vessels properly. The tse checked the system logs and did not see any related errors. The vio was not giving any error or warning. The coagulation effect was not set at zero. The surgeon elected to use clips and cut to continue with the case. The procedure was completing as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the second vessel sealer used did not work correctly and would be returned. There was no splenic vein coagulation. The instrument was inspected prior to use. There was no damage nor anything out of the ordinary. The surgical task being performed at the time was coagulating and cutting a splenic vein. The surgeon experienced a non-operative thermofusion on the vein between the jaws. The instrument issue did not involve any delayed sealing (sealing completed but took longer than expected). The instrument issue was an insufficient sealing: not sealing properly/adequately. The vessel sealer instrument worked previously on tissue. It was in use for one hour prior to issue. There were no errors exhibited when the vessel sealer issue occurred. The seal cycle was completed with the fast audible tones as expected. There was no tissue effect observed during the sealing cycle. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. There was no tissue cut that was not fully sealed. The target tissue was the splenic vein, which was never under tension during the sealing/cutting process. The vessel was not greater than 7 mm in diameter. There was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. According to the surgeon, the vessel sealer issue was caused by an incomplete occlusion in the vein or by the system usm. A video recording of the procedure was provided for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. The system was working properly, and no additional action was required. Intuitive surgical, inc. (Isi) did not receive the da vinci product with the alleged issue to perform failure analysis. Although the complaint regarding was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition, engagement, cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. There were no failures reported in the logs and no product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation not reported by site: the instrument was found to have a bent main tube. The bending damage was located at the proximal end of the main tube. The components adjacent to the bent main tube did not show damage. The probable root cause could not be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.